Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a synergy drug-eluting stent, it was noted that a portion of the stent fell off the balloon. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the stent moved on balloon. During preparation of a synergy drug-eluting stent, it was noted that a portion of the stent fell off the balloon. The device never entered the patient's body. No patient complications were reported.